Manufacturer narrative:
Correction: e1 and h4 were inadvertently omitted from the initial report. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It is likely that the image sensor unit may be damaged (such as wire breakage) due to usage stress, external factors, or handling, or parts mounted on the electrical board (ic chip, capacitor, etc.) May be damaged. The inspection method for this event is described in the instruction manual ``chapter 3 preparation and inspection 3.8 inspection of combined functions with related equipment'' as follows. "[Inspection of endoscopic images] check whether normal light observation images and nbi observation images appear normally. 1 before inspection, wipe the lens at the tip of the endoscope with sterile gauze moistened with saline or sterile water. 2 observe the palm etc. Using normal light observation images and nbi observation images. 3 check that the illumination light is coming out. 4 adjust the light intensity to the appropriate brightness. 5 check that there are no abnormalities such as noise, blur, or cloudiness in the normal light observation image and nbi observation image. 6 operate the endoscope's angle lever to bend the curved part. 7 confirm that no abnormalities occur, such as the normal light observation image and nbi observation image disappearing momentarily." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus;.however, investigation is ongoing. During the initial evaluation, as noted in b5, the unit was producing a poor-quality (discolored) image due to a damaged imaging unit. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer originally returned his olympus endoeye flex deflectable videoscope due to the unit producing an unusual noise. There was no patient harm reported as a result of this event. During the device evaluation, it was discovered that the unit¿s image was abnormal. This report is being submitted to capture the poor-quality image noted during the device evaluation.